Event description:
It was reported that this pacemaker displayer an alert for therapy history corruption detected. Previously stored therapy history data was deleted. Boston scientific technical services (ts) also noted that this device has encountered several errors and drops in battery voltage consistent with the high impedances. Ts discussed the device was at risk for reverting to safety mode due to errors and resets. Device replacement was recommended. Additional information was received that this device was found to be in safety mode. A replacement procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayer an alert for therapy history corruption detected. Previously stored therapy history data was deleted. Boston scientific technical services (ts) also noted that this device has encountered several errors and drops in battery voltage consistent with the high impedances. Ts discussed the device was at risk for reverting to safety mode due to errors and resets. Device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker displayer an alert for therapy history corruption detected. Previously stored therapy history data was deleted. Boston scientific technical services (ts) also noted that this device has encountered several errors and drops in battery voltage consistent with the high impedances. Ts discussed the device was at risk for reverting to safety mode due to errors and resets. Device replacement was recommended. Additional information was received that this device was found to be in safety mode. A replacement procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.